Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the lift column on the 9900 system would not lower during a case. The procedure was completed with incident. No patient injury was reported.